Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s healthcare provider (hcp). It was reported that the patient¿s implantable neurostimulator (ins) was no longer working. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.